Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device powering off unexpectedly by itself could not be confirmed or duplicated. Ventec downloaded the device's electronic records for analysis but no abnormalities were observed. The unit booted normally and ran as expected. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during patient use. The patient's father was present, heard the device alarm and was able to immediately attend to his daughter. The device was reportedly not plugged in to an ac power source when the reported loss of power occurred. The family stated that they move the baby around the house and that the rn was supposed to plug the vocsn in at each destination, but in this instance someone forgot. However, it is unknown whether or not this may have contributed to the reported issue. The family had a second ventilator for their daughter to use. There was no patient harm as a result of the reported issue.